Event description:
It was reported that the pta dilatation balloon ruptured (atm unknown) while predilating a lesion in the mid sfa. The balloon catheter was retracted without incident. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. The device was returned. The investigation is confirmed for a partial circumferential rupture. Per the complaint comments, a hand syringe was used to inflate the device, therefore, the pressure of the balloon was unknown. The IFU states that a luer lock syringe/inflation device with a manometer (10 ml or larger) is required for use. Although it is unknown whether the balloon was over pressurized, it is possible that the use of the syringe contributed to the event. However, the definitive root cause is unknown. The rival pta balloon instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Sections a through d - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.